Event description:
Huntleigh healthcare was informed that two patients had developed skin breakdown near the ankle area while using the flowtron dvt10 calf-length garments.

Manufacturer narrative:
Additional product inservicing and education has been conducted at this facility post-incident. To date, huntleigh healthcare has been unable to obtain additional details regarding this incident. The device has not been returned by the facility to huntleigh healthcare for inspection/evaluation. Should the device become available, a full inspection/evaluation will be performed. Any new information received wil be submitted as it becomes available.